Event description:
This report was received as a result of review of an article published in the san francisco examiner dated 9/12/1999. News article reports that pt suffered post-operative infection including peritonitis and gangrene following ulcer surgery in 1994.